Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found damaged connector. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device had suspected disconnection. The issue occurred during a therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.